Event description:
Customer alleges that the plug for the lift will not allow an electrical connection to operate the boom sufficiently and states the boom will not stay up. No injury alleged.

Manufacturer narrative:
(B)(4) 2012 reviewed as part of CAPA (B)(4), cerb did not review all, no MDR query results. This complaint will be filed on as a result of the retrospective review. No RMA has been initiated for this issue. Model rps350-1, serial number/date code (B)(4) is approximately 5 months old. The owner's manual part number 1078984 rev h (apr-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.